Manufacturer narrative:
(B)(4). Device evaluated by MFR: the complaint device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that stent dislodgement occurred. During a percutaneous coronary intervention (pci) of the calcified and tortuous proximal right coronary artery (rca), the physician attempted to deploy a 4.00mm x 24mm veriflex¿ stent. However, the stent dislodged from the device and remained in the patient in the proximal rca. The physician went back in with another device and was able to press the stent to the side and regain flow to the vessel. There were no patient complications and the patient's condition is stable.